Event description:
Following a catheterization procedure the angio-seal device was deployed in the left femoral artery. No pre-placement arteriogram was performed. It should be noted that the angio-seal insertion site was at the bifurcation. The pt subsequently complained of pain in the left foot, and discoloration was also noted. In addition, pulses were absent in the procedure leg. The physician re-entered the opposite side, performed a pta with 3 stents placed in the left iliac artery. The pt was discharged home without reported problems.